Manufacturer narrative:
An ocd field engineer performed maintenance on the instrument to replace the immunowash fluid metering pump and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.

Event description:
The operator of a vitros 250 chemistry system observed a negatively biased pt result with vitros phyt slides assayed on a vitros 250 chemistry system. The laboratory did not report the vitros phyt result in question and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.